Event description:
It was reported when a patient presented in-clinic for a follow up, noise episodes were observed. The lead was capped and replaced. The patient was doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.